Event description:
The device in question failed walkmed infusion's "free flow" test.

Manufacturer narrative:
The device in question was returned to walkmed infusion and inspected by walkmed infusion personnel. The device was subjected through a "free flow protection test", which verifies the pump can properly occlude a tube set when the door is in a opened state. The reported event was confirmed as the device did not properly occlude te tubing when the door was in an opened state. A review of the manufacturing and service records did not reveal any nonconformities related to the reported event.